Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: during video recording, the camera suddenly rebooted, and after the reboot, ¿error 0004¿ occurred. When we rechecked, the screen went black immediately after rebooting during video recording, and the problem persisted. The carrier board was replaced due to a defective carrier board. After repair, a comprehensive inspection specified by the manufacturer was performed, and the product was confirmed to be good. Functional : screen issue/display issue. Per service reports, this complaint can be confirmed. The carrier were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from japan that during a meniscus suture procedure, it was discovered that when the surgeon attempted to record with the camera head of the hd camera control system (ccs) device during use of the device the screen went black and could no longer be used. It took about ten seconds to recover, and an image was recorded with the device. It worked without any problems. However, the screen went black again and did not recover when the surgeon attempted to take a video with the device. Although the device was turned back on and used for a while, the screen went black when an image was taken by the device. No matter how many times the surgeon turned power back on, the screen went dark and became unusable when the light source cord was connected. The device was no longer available before the last image was taken. Therefore, the surgery was completed without taking images. The surgeon wanted to take a video; however, the surgery was proceeded without taking a video because of unstable operation. The surgery was completed successfully within thirty-minute minutes delay. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.